Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Additional product codes: kwq, hrs. Device malfunctioned intra-operatively and was not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) for a right lateral malleolus fracture on (B)(6) 2018. After the locking compression plate (lcp) posterolateral distal fibula plate was suitably bent and applied to the fracture area, a tap was made to the third hole from the proximal end. After the cortex screw was inserted, surgeon attempted to unscrew the cortex screw slightly to aid in plate adjustment and the cortex screw broke at the screw head. The broken fragment remains embedded in patient¿s bone. Surgery was completed with no delay. Patient outcome reported as stable. Concomitant device reported: lcp posterolateral distal fibula plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) 3.5mm cortex screw 18mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 404.018s lot: l454433 manufacturing site: grenchen release to warehouse date: 19. June 2017 expiry date: 01. June 2027 no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The review has shown that the screw was made out of blank 404.018.999 with lot h360974. Therefore an additional DHR from monument is needed for the blank: blank manufacturing location: monument released to bp 55: 25-may-2017 part #: 404.018.999, lot#: h360974 (non-sterile) ¿ 3.6mm ti screw blank 18mm 03.5 cortex screw w/2.5mm hex. Quantity 1000. Component parts reviewed: part: 23040 lot: h235209 (titanium). Raw material received from perryman company. Product certified test report for titanium received from perryman meet specification. Approved certificate for titanium was provided by timet meet specification. Raw material receiving/putaway checklist meet requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: customer quality conducted an investigation of the returned device investigation selection investigation site: cq zuchwil selected flow: 5. Broken visual inspection: the screw head is broken off as complained, the breakage occurred at the last thread flank. The threaded shaft was not sent back for evaluation. There are clearly visible stress marks at the bottom of the screw head and the remaining thread flank is flattened. The hexagon recess of the screw is badly damaged. Dimensional inspection: not required per selected investigation flow as root cause is use related. In addition the relevant dimensions can not be verified as the breakage occurred at the last thread flank and as the threaded shaft was not sent back. Drawing/specification review: not required per selected investigation flow as root cause is use related. Material review: the certificate of the raw material was reviewed during the performed device history review and meet specification. Summary: the received condition of the screw is concordant with the complaint description and the complaint condition is confirmed. This lot of 237 pieces was manufactured in june 2017 according to the specification. We are not aware of any other complaint for this article- and lot combination. Based on that and the condition of the screw a product related issue can be excluded. At all above described damages is the anodized layer worn away, which indicates that they were caused post-manufacturing. The flattened remaining thread flank indicates a strong contact between plate and screw thread. The stress marks below the screw head indicate that the screw was tightened on the plate. The damaged hexagon recess in an clear indication for excessive force. All these findings indicate that this screw was exposed to very high forces during insertion which finally caused the breakage of the screw. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.